Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The compressor was not investigated by our field service engineer. The user facility performs their own repair and service. No logs from connected ventilator have been provided and no parts were returned for investigation. The user facility was recommended to replace the fitting to the standby valve in order to resolve the reported leakage. There is no information if any parts have been replaced. The most probable cause to this failure was leakage in the fittings of the standby valve, but the true root cause cannot be determined without investigating the fittings themselves. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact person: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that there was an air leakage in the compressor. There was no patient involvement. (B)(4).